Manufacturer narrative:
Review of records found that the patient had undergone a successful trial and there are no records of any incidents or complaints for this patient. Patient had the system in place for less than 4 weeks before requesting an explant. There are no allegations of system or component failure.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023 after having successfully completed a wear study and a trial phase with the system. After the permanent system was implanted, the patient reported being unhappy with the placement of the implant and requested the full system to be removed. The nalu system was explanted on (B)(6) 2023 with no reports of any complications. The explanted components were discarded by the medical facility.